Event description:
Left knee swelling [joint swelling]. Accumulation of fluid in left knee [joint effusion]. No improvement in left knee [device ineffective]. Case description: spontaneous report received in 2009 from a female pt, whose relevant medical history included arthritis and "possibly" chondromalacia. The pt "thought" she received a single injection of synvisc in the left knee in 2008, because she only felt one "sting", however, she thought the dr told her that he was going to administer all 3 injections at once. About 2 to 3 weeks after her synvisc injection, the pt experienced swelling and accumulation of fluid on the injection side of her left knee. According to the pt, she was hospitalized for treatment and fluid was drained from the left knee. As a result, she had to miss some work. The pt stated that she has not had any improvement in her left knee after the synvisc injection. As of the date of receipt of this report, the pt outcome was not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.